Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector / constant gong alarms) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the constant gong alarms and incoming test failure is the damage receptacle and wires. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the belt connector on a patient's monitor was damaged and the device was producing constant gong alarms.